Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment completed as planned as the issue occurred at the end of the case. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had no power at the back of the m- cabinet. Upon troubleshooting, fse found that the power present from the mains supply upto the mains contractor and the emergency stop button was pressed in the 58¿ flexvision monitor that was pushed against the wall. To resolve the issue, fse released the monitor from the e-stop and pushed the start button. Following that the contractor engaged and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was occurred since the emergency stop button was active and could not be cleared. As per IFU if e-stop button was activated the system functionality will be stop completely, which concludes that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had no power. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.